Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose is 187 mg/dl. The customer was reported other blood glucose values such as 465 mg/dl to 485 mg/dl, 135 mg/dl. The customer was on auto mode. The customer was experienced symptoms of high blood glucose level such as nauseous, been throwing up. The customer was treated with insulin drip in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The customer was reported that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.